Event description:
The technical support engineer was informed by the biomedical technician at the user facility that evis exera iii video system processor was getting an error "df not connected, e402" on the processor during preparation for use. The customer was using a 190 series scope capturing to provation. During troubleshoot via telephone, it was determined the remote cabling was plugged into the wrong port on maj-1916. The cabling connection was corrected, reinitialized provation and cleared the error message. The patient was on the table but there was no injury or harm. The processor was replaced with another and the intended procedure was completed without issue. The biomedical technician also reported that only the 190 series scopes work on this system as there is no image with the 180 and 160 series scopes. The technician verified that the scopes and maj-1430 do work by taking them to another room. The processor will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported no malfunction with 180 and 160 series type endoscopes cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomenon such as damage of the front panel and corrosion of the top cover, bottom chassis, and pip connector were identified. The reported event was duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. However, it is likely the cause is related to a defective patient board set. The defect is possibly associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.